Event description:
During routine testing of the device at the service center, the service technician reported that the transitional blood parameter probe light emitting diode and the test voltage cards were difficult to insert into the venous blood parameter probe. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.